Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. A leak from the closed tube aliquotter (cta) overflow bottle was confirmed and the cause assigned to a peri-pump failure. The fse replaced the peri-pump to correct the leak. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the closed tube aliquotter (cta) portion of their unicel dxc 600i synchron access clinical system leaked from an overflow bottle onto the floor. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a lab coat, gloves and eyewear while troubleshooting.